Event description:
It was reported that in a total of five incidents, there were porous areas in the plastic of the 3-way stopcocks. As soon as liquid was administered with a little more pressure, liquid squirted out of the plastic. In some cases, patients were poorly sedated and a puddle was accidentally found under the 3-way stopcocks. These were replaced and sedation was normalised again after the replacement. When did the incident occur? During use. Short description: three-way valve is leaking.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.